Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor glucose was inaccurate to their blood glucose. The patient experienced a blood glucose of 44 mg/dl despite a sensor glucose of 70 mg/dl. The customer treated their low blood glucose with grape juice. Troubleshooting did not occur for the low blood glucose. The sensor will be returned for analysis.